Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the optical fiber system lens was broken. The device evaluation found no other device abnormalities. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope with trocar tube connector had broken components . The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was noted that the error pattern very likely indicated the impact of a major mechanical force which caused a blow or a fall which could indicate that the cause of the described issue (broken lens) was excessive use. Hence, the root cause was identified and the occurrence of the event was confirmed. Olympus will continue to monitor field performance for this device